Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels in the range of 500-540mg/dl, since yesterday. Elevated bgs were treated by administering a correction bolus. System check was performed with tandem technical support, and the pump performed as intended. Recommendation was made that the customer change out the insertion site, but the customer's contact declined. Recommendation was also made that the customer contact their healthcare provider and review pump settings. Tandem technical support also offered to follow up, but the customer's contact declined that as well.